Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent heart transplant. Per the vad coordinator; the transplant was not routine, patient was on tandem heart for rv failure. It was reported that there were no device issues that could have accelerated the patient on the transplant list. The device will not be returned for evaluation. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. It was reported that the patient underwent a heart transplant that was not routine, per the vad coordinator. The patient was on tandem for right heart failure. It was reported that there were no device issues that could have accelerated the patient on the transplant list. The device will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.